Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the no delivery alarm occurred this morning and she did not know that the set could be replaced. Customer's blood glucose was 104 mg/dl at the time of the incident. Customer stated that it was not the first time that it had happened. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer stated that once in a while, the no delivery alarm will occur and it has occurred since 2012. Customer mentioned that she was on prednisone for asthma-related reasons, which caused her blood glucose to be around 500 mg/dl. Customer had to change due to the steroids and she had to use 2 reservoirs and infusion sets to treat for the high blood glucose. Customer confirmed that the high blood glucose did not cause a serious injury or hospitalization. Customer does not wish to troubleshoot and since she is off the steroids, her blood sugars returned to normal.